Manufacturer narrative:
Section d4 was updated as further information was provided about the pump. The cause of the ischemia was likely the condition or size of the patient's vessel.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The patient had very difficult and calcified access in the femoral artery. A previous stented iliac artery and restenosis stent was in place. The patient had impella cp pump inserted in the femoral, manta closure device was used, but then late in the night leg amputation was required as the patient had ischemia.